Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the fifth to sixth inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another 3.00mm x 12mm nc emerge® balloon catheter. No patient complications were reported.